Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set could not get the cap to be tightly connected to it. The transfer set was replaced with a new one and that resolved the connection issue. The patient was able to continue through to the peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. All functional testing performed was acceptable and product met specification. No issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.